Event description:
It was reported that the patient's stimulation was intermittent on the right or left side which began about 3-4 weeks prior to (B)(6) 2012 when her back "popped." Since then the patient has experienced an increase in back pain. It was reported that only "upright" was detected when in a completely upright/straight position with adaptive stimulation and movement did cause stimulation changes. Pain symptoms were not improved with increasing the amplitude. She has tried to increase the amplitude on both the left and right sides individually. An appointment with the physician was scheduled for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, lot# v897155028, implanted: (B)(6) 2012. Product type: lead: product ID 3777-60, lot# v897155029, implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 355531, lot# n314560. Product type: screening device. (B)(4).